Event description:
The customer reported the au5800 clinical chemistry analyzer generated erroneous low sodium (na) patient results. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the analyzer and observed cell#1 and cell 2 control results not matching. The fse cleaned the reference tubing, reference block. The fse determined the cause of the failure was a defective reference valve. The fse replaced the reference valve which resolved the issue. The fse as a proactive measure also replaced the buffer valves. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).